Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 135 to 145 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 207 mg/dl and 201 mg/dl. Verified storage of product is within instructed specification since they are kept in living room. Test strip lot manufacturer's expiration date is 07/28/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (unable to provide time): (B)(6). Adverse event not reported.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 135 to 145 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on 06/08/2015. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 207 mg/dl and 201 mg/dl. Verified storage of product is within instructed specification since they are kept in living room. Test strip lot manufacturer's expiration date is 07/28/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (unable to provide time): 222mg/dl, (B)(6) 2015, fasting; 303mg/dl, (B)(6) 2015, fasting; 299mg/dl, (B)(6) 2015, fasting; 320mg/dl, (B)(6) 2015; 286mg/dl, (B)(6) 2015, non-fasting; adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.